Event description:
The user facility reported that during a diagnostic esophagogastroduodenoscopy (egd) procedure the user noted a small amount of blood on the tip of the gastroscope, the patient spitted a small amount of blood. The patient's throat was scratched but there was no medical intervention provided. The patient was discharged the same day. The user facility staff further reported that there was no sharp points on the gastroscope when she examined it.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation due to a "sharp edge on end of scope causing bleeding from patient's throat." The evaluation found that the distal end cover was cracked, dented, and with rough edges. The glue around the objective lens was cracked and a portion of the glue was missing. The bending section cover glue ws cracked and discolored. The insertion tube was discolored and bucked below the protector boot. The instrument channel was examined with the use of a borescope, and found scrapes and shear marks on the biopsy channel wall near the bending section area. The nozzle was sharp, and the surface was rough. The biopsy channel was leaking. The device failed the insulation test at the distal end. The reported phenomena were attributed to physical damage. The device was serviced and returned to the user facility.